Manufacturer narrative:
B3: estimated date. D4: the UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. It should be noted that the reported patient effect of mitral regurgitation (worsening), as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the cause for the reported single leaflet device attachment (slda) could not be determined. The mitral regurgitation appears to be an outcome of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Estimated dates. The device is not returning for analysis. The investigation is not yet complete. A follow-up report will be generated, reporting additional, relevant information. Literature: "challenges of left atrial appendage occlusion using a watchman after transcatheter mitral valve implantation with a tendyne."

Event description:
This is reported for increased mitral regurgitation requiring valve replacement. It was reported through literature and information that was subsequently received from the author, that, on (B)(6) 2017, two mitraclips were implanted for mitral regurgitation (mr). No device issue was reported. In (B)(6) 2018 a follow-up echocardiogram was performed showing worsening, severe mr along with a single leaflet device attachment (slda) with one of the two clips. On (B)(6) 2018, the patient was hospitalized for a tendyne transcatheter mitral valve implantation procedure. The tendyne procedure was performed for the worsening, severe mr. No additional information was available regarding the mitraclips. Details can be found in the attached article titled: ¿challenges of left atrial appendage occlusion using a watchman after transcatheter mitral valve implantation with a tendyne¿.